Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed damage to the right-angle power extension cable. During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. In addition, no damage or cracks were revealed to the connector cover. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The complaint that power connector plug had frayed/exposed wires was confirmed. The root cause was determined to be a frayed/exposed cable on the right-angle extender.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.